Event description:
It was reported that during regular visit in outpatient clinic, left ventricular assist device (lvad) fault was visible on the heartmate touch (hmt). The log files confirmed the lvad faults. It was recommended to perform a power cycle to resolve the issue. The power cycle was performed under operating room-stand-by conditions (intubated, arterial line installed, central venous catheter installed, groins prepared for potential heart lung machines (hlm) installation) and the alarm disappeared directly. The patient was extubated afterwards and was transferred to the ward again and was in stable condition. The power cycle was performed with a new system controller. New log files were requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial (B)(6), was evaluated following the reported event of a controller exchange due to lvad fault alarms. A review of the controller event log files spanned approximately 11 days (02mar2025 ¿ 12mar2025 per time stamp). Throughout the entire log file, the lvad internal fault alarm was active due to a e2p crc fault and eeprom communication error fault. This alarm will be covered under the pump investigation. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Additional information provided stated that the recommended power cycle was performed under or-stand-by conditions and the alarm disappeared. The patient was extubated afterwards directly, transferred to the ward again and was stable. The reported event was not correlated to an issue with the returned system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.